Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of high on the meter with symptoms of dehydration, dizziness, feeling yucky and trace ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting the basal delivery totals do not match, the variation is due to known cause of suspending the pump and basal edit screen was accessed. Troubleshooting also indicated that the bolus type was incorrectly programmed and failure to bolus. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error.